Manufacturer narrative:
B5 describe event or problem: updated. H6 - patient codes: updated. H6 - impact codes: updated.

Event description:
Locationit was reported that the patient died. The target lesion was located in the popliteal artery. The procedure went well, however, the doctor noted that the patient might develop compartment syndrome. Post-procedure, the patient exhibited some unknown comorbidities. No complications related to the device, or the procedure were noted; however, the patient subsequently deceased. It was further reported that the procedure took place in the mid to late afternoon. The angiojet was used in the popliteal artery which was completely occluded all the way down. There were no issues with the angiojet catheter. Due to the patient's leg being cold for a long period of time (due to the occlusion/lack of blood flow), it would have been ideal to gradually introduce blood flow back to the artery. However, it was noted that the angiojet was able to open the vessel very quickly which is why it was thought that the patient may experience compartment syndrome. During recovery, the patients leg began swelling. The patient was taken straight to the operating room, and a unilateral fasciotomy was performed. Post-procedure, the patient showed signs of shock, with abnormal lab results. The patient's condition deteriorated overnight, and they were declared brain dead the following morning. The patient passed away that day. The exact cause of death was not confirmed but was believed to be some form of shock, possibly septic shock.

Event description:
It was reported that the patient died. The target lesion was located in the popliteal artery. The procedure went well, however, the doctor noted that the patient might develop compartment syndrome. No complications related to the device, or the procedure were noted; however, the patient subsequently deceased.

Manufacturer narrative:
H6 - patient codes: updated.

Event description:
It was reported that the patient died. The target lesion was located in the popliteal artery. The procedure went well, however, the doctor noted that the patient might develop compartment syndrome. Post-procedure, the patient exhibited some unknown comorbidities. No complications related to the device, or the procedure were noted; however, the patient subsequently deceased.